Manufacturer narrative:
Field action and past medical history added. Annex b changed to device discarded.

Manufacturer narrative:
Based on the current information provided, the cause of the incomplete staple line is unknown. The product has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Advanced stapler log review performed by an isi failure analysis engineer showed the instrument was installed on the system 8 times and fired 8 reloads (1 blue, 2 green, 3 blue, 1 green, 1 blue, in that order). On installs 1, 2, 7, and 8, the system failed to detect the reload color and the user manually. On install 1, the first clamp was successful but was followed by a firing failure, stopping at ~58% completion, after a duration of 56 seconds. On install 2, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first clamp attempt was aborted by the user at ~74% completion. The next clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 6, there were two successful clamp attempts prior to the firing. The firing was incomplete, stopping at ~73% completion, after a duration of ~42 seconds. On install 7, there were three successful clamp attempts prior to the firing, which was completed with no pauses for compression. On install 8, the first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps or unclamps for this instrument. There were no stapler related errors in the logs. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) analyst. The investigation revealed that no related system error occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, there was an incomplete staple line. Through follow-up with the surgeon, the following information was confirmed or obtained: the sureform 60 instrument was fired using a blue sureform 60 reload and staple line reinforcement (slr) material but, experienced a tissue too thick message. When the instrument was unclamped, no staples had formed past the knife and there was an incomplete staple line, bleeding, exposed blade and malformed staples. The surgeon used a sureform 60 instrument with a green sureform 60 reload to staple medially and repair the staple line. After completing the staple line, clips were placed due to bleeding, potentially due to the reload being too large. The blood loss due to this event was said to be an insignificant amount, the procedure was completed robotically, and the patient is doing well.